Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable low results for multiple assays on several patient samples. Of the provided data for two patient samples, only the mg2 magnesium gen.2 result for one patient was discrepant and reported outside the laboratory. The initial result was 0.4 mg/dl with a data flag and was reported to the ER. The repeat result on another analyzer was 1.3 mg/dl with a data flag. The customer changed the sample probe on the original analyzer and repeated the sample with a result of 1.4 mg/dl with a data flag. The repeat results were believed to be correct. The customer called the ER immediately after repeating the sample and provided the corrected report. This patient was not treated based on the first result. There was no adverse event. The reagent lot number was 17577801 with an expiration date of 04/30/2018. The field service representative documented the sample probe had to be replaced after a clotted sample. After the customer had changed the sample probe, he performed a probe check, verified the alignments, and ran all qc and precision testing. All results passed. The customer stated after changing the sample probe, they had no further issues. She ran several previously tested samples and got matching results.